Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient used to set his device at 3.5, 4 but as time went on 3.5, 4 vibrated his legs to the point where he could not sleep. Patient then stated he would have it turned down to 2 or a little below 2. No further complications were reported/anticipated.